Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of the provided picture identified a femoral implant outside of any packaging. The inside of the device cannot be seen on the picture so the presence of a piece of cloth or cardboard cannot be confirmed. Visual evaluation of the returned product did not find any foreign material on the device. No packaging material was returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be established because the reported event was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the implant packaging was opened, there was debris on the implant. Attempts to obtain additional information have been made; however, no more is available at this time.